Event description:
It was reported that the patient presented to the emergency department after receiving shock therapy. Review of stored device memory noted this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four inappropriate shocks in four separate episodes. High shock impedance measurements of 133 ohms was observed following shock delivery. The patient was noted to have hyperkalemia and abnormal blood sugar levels. Programming changes were made to the primary sensing vector and conditional shock zone. This device remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient presented to the emergency department after receiving shock therapy. Review of stored device memory noted this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four inappropriate shocks in four separate episodes. High shock impedance measurements of 133 ohms was observed following shock delivery. The patient was noted to have hyperkalemia and abnormal blood sugar levels. Programming changes were made to the primary sensing vector and conditional shock zone and the patient glucose and electrolyte levels were addressed. This device remains in service. No adverse patient effects were reported. It was reported that a health care professional (hcp) contacted technical services (ts) to discuss the previous reported shock therapy. The hcp reported that the shocks were delivered due to t-wave oversensing with the device programmed to primary sensing vector. The device was noted to have been reprogrammed to secondary sensing vector, however, the smartpass feature was recently noted to be disabled due to low amplitude signal measurements. Ts discussed the option of re-enabling the feature.

Event description:
It was reported that the patient presented to the emergency department after receiving shock therapy. Review of stored device memory noted this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four inappropriate shocks in four separate episodes. High shock impedance measurements of 133 ohms was observed following shock delivery. The patient was noted to have hyperkalemia and abnormal blood sugar levels. Programming changes were made to the primary sensing vector and conditional shock zone and the patient glucose and electrolyte levels were addressed. This device remains in service. No adverse patient effects were reported.